Manufacturer narrative:
Complaint confirmed, four broken suture strands with needles were returned. Four drive handles were also returned, one of which retained its suture construct and implant. Three out four driver tips were also found to be bent. The cause of the suture breakage is however undetermined. The cause of the driver tip damage is likely to be user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a tfcc hand surgery the sutures of four implants were abraded/ torn out. The implants remained inside the patient without any effect. The surgeon reported that there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 31-may-2021 update: further information by the surgeon was provided that two anchors with torn sutures without any use remained inside the patient.